Event description:
It was reported that a patient went to the ent and was informed that she had vocal cord paralysis due to vns. The patient was unable to speak when the magnet was swiped on her device. It was stated this does not occur with normal and autostimulation and only occurs with magnet mode stimulation. The pulse width was lowered on all outputs. No additional or relevant information has been received to date.